Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) in the advancer tubing, 2-l catheter, lidstock and other various components for evaluation. Visual examination of the sample revealed two kinks nears the distal end of the guide wire and the j-bend was misshapen. Both welds appeared to be present and fully spherical. Microscopic examination confirmed the welds were intact and the kinks in the swg. The kinks in the guide wire body measured at 5mm and 25mm from the distal tip. The overall length of the swg was measured to be 454mm which is within the specifications of 449.2-458.8 mm per wire guide product drawing. The outer diameter of the spring wire guide measured 0.530mm which is within specifications of 0.508-.533mm per wire guide product drawing. The returned spring wire guide was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle as well as the returned catheter. The wire guide passed through all components with minimal resistance. A manual tug test confirmed that both welds were still attached. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked twice towards the distal end of the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use.